Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, silicone migration.

Event description:
Patient reported "extracapsular rupture" and "extracapsular silicone in the adjacent subcutaneous tissue". Later patient reported "bad because of the pain". This record is for the left side. Device remains implanted.